Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported no osseointegration.

Event description:
Consume reported primamry stability was achieved, consumer reported pain, infection, mobility issues, osseointegration was not achieved.